Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results confirmed that the instrument was received in good visual condition; the instrument was tested for functionality and it fired the remaining 12 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a total hip case, the staples would not penetrate the skin. Another device was used to complete the procedure. No adverse consequences reported.